Event description:
It was reported that the programmer displayed a remaining longevity of less than one month for the implanted implantable cardioverter defibrillator (ICD), and the replacement was scheduled. It was noted that prior to the replacement, interrogations using the mobile programmer and a different programmer displayed a remaining longevity of two years, and the replacement was cancelled. It was further noted that the implantable cardioverter defibrillator (ICD) exhibited shorter than expected longevity estimate due to a programmer software estimator error. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: it was further determined at analysis that the programmer took longer time to boot up. The control printed circuit board (pcb) was replaced to solve the calibration issue. The micro processor unit (mpu) and the kernel pcb were replaced as a preventive measure for the booting issue. The battery was replaced. The programmer then passed all safety, final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that there was no interrogation with the implantable pulse generator (ipg), and the date and the longevity of the test ipg were correct. It was noted that the stylus cursor did not align with the stylus position on the touchscreen, and the stylus pointer jumped away. Multiple recalibrations were performed, but the pointer accuracy was not improved. Additionally, it was noted that the battery did not charge and was obsolete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.